Event description:
It was reported that during an appendectomy the stapler could only be triggered once. The staple seam counterpart was loose. The second magazine couldn't be released, the third didn't either. The surgery was delayed 5 minutes. The procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 11/1/2024. D4 batch # unk. B3: only event year known: 2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained:please provide more details for "the staple seam counterpart was loose"? Was the plastic portion of the cartridge damaged? Was the metal cartridge pan separated from the plastic portion of the cartridge? 1. The counterpart, the metal was looser than usual, as was the magazine. Both were more relaxed than they were used to. 2. No, 3. No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.